Event description:
Customer reported the insulin pump would go into threshold suspend and customer's blood glucose would be 290, 340, or 399 mg/dl. Customer's sensor was off over 200 points. Customer was advised to remove the sensor and it was bent. Customer was advised how to properly calibrate. Customer's blood glucose was 202 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.